Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tape not sticking issue event on (B)(6) 2026. The infusion set was in use for only two days. No further information available.